Manufacturer narrative:
Examination of the returned mto impactor confirms the reported thread material fracture. The device has been in service for extended period of time. It is in very poor cosmetic condition and shows signs of frequent, heavy use. The threads are heavily damaged. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. There are numerous heavy impact marks to the strike plate that has distorted the instrument from its original form. The root cause is attributed to wear out and misuse. Based on the performed investigation, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off the cup inserter.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.